Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.